Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. No resolution was reported and the patient was stable.

Event description:
New information received on jul 11, 2019, indicates that programming changes were made before.

Event description:
New information received on (B)(4) 2019, indicates that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable.